Event description:
It was reported that the pt initially experienced the pump pushing against his bowel and bladder, sleepiness, shortness of breath and fear that his heart was going to stop; these symptoms had occurred following system implant and were not reported to the hcp. The hcp has made dose adjustments to the intrathecal morphine (previously 10 mg/ml at 5.499 mg/day) and prescribed oral narcotics. The pt later reported that he experienced groin numbness, urinary difficulties including incontinence, constipation, double vision and loss of therapeutic effect. The pt also reported "leaking", although he was uncertain where the leaking originated. The hcp has subsequently removed the morphine and filled the pump with saline. The pt had since noted decrease in the symptoms. The pt has heard an alarm which has not been confirmed by telemetry. The pt reported that pump was recently refilled.